Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer states that on (B)(6) 2013 when preparing hemodialysis for the pt, doctor used 20cc needle to draw returning blood. Large bubbles appeared in the artery end. It was suspected that the catheter had broken. After pt was put on the machine, alarm rang so hemodialysis was stopped. A new catheter was replaced. The old catheter had been used for only two months. Pt involved without injury. No medical intervention.